Event description:
It was reported to boston scientific corporation on february 4, 2009, that a radial jaw 3 single-use biopsy forceps was used during an upper endoscopy procedure performed in 2009. According to the complainant, the forceps failed to retract from the scope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.